Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was contaminated/stuck. Additional malfunctions include the power switch for the control panel was defective.